Event description:
Patient reports that she was implanted with the neuno stimulator in 2005. At that time the medtronic rep set the device at 6 volts 24/7 for one and a half years. This caused the pt to have decreased speech and eye apraxia. Patient rec'd a CT scan and was told that the leads were very deep, and that the batteries were depleted due to the high voltage. Patient went for a second opinion, pt had an MRI and was told that the device was not programmed. Pt had surgery to replace battery and was informed that reps are not supposed to program the devices. Patient states that in 2007 due to "eye araxina" she fell down her stairs and fractured her right arm and elbow and had to have surgery.